Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative direct antiglobulin test (dat) of a sample when tested with ahg anti-igg solidscreen ii on tango infinity. One sample showed a positive dat in the manual test method. The sample was supposed to be a positive control for dat on tango infinity, but yielded a false negative test result. The customer returned neither the supposedly defective product anti-human globulin (ahg) anti-igg solidscreen ii for investigational testing nor the sample that had a caused false negative test result. Testing of our retained product sample in our quality control laboratory is still on going. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative direct antiglobulin test (dat) of a sample when tested with ahg anti-igg solidscreen ii on tango infinity. One sample showed a positive dat in the manual test method. The sample was supposed to be a positive control for dat on tango infinity, but yielded a false negative test result. The customer did neither return the supposedly defective product anti-human globulin (ahg) anti-igg solidscreen ii for investigational testing nor the sample that has caused a false negative test result. Therefore our quality control laboratory tested their retention sample of anti-human globulin anti-igg solidscreen ii as well as a reference lot with igg sensitized red blood cells as dat. All positive reactions were correct. Both lots ahg anti-igg solidscreen ii yielded comparable results. Additionally a dat weak positive and a dat negative sample were tested on tango infinity. The results were positive respectively negative. We did not observe any false negative results. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human-globulin, anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by one of our field service engineers and found to be working within specifications.